Event description:
The following was reported to datascope on 6/10/98: another iab was inserted into the pt. There was no pt injury or complication as a result of the event. [Event complications]: unk- reported 4/30/98; none- rpt'd 6/10/98. [Pt's current status]: unk-rpt'd 4/30/98.

Manufacturer narrative:
Eval: the iab was received intact for eval with the membrane noted to be completely folded. The original guidewire used with the iab was not returned for examination. No kinks were noted in the catheter tubing or inner lumen. Visual examination revealed the inner lumen to be clotted with dried blood. It was not possible to pass a laboratory 0.030" guidewire to aspirate water through the inner lumen due to the presence of clotted blood. It was not possible to clean the inner lumen without damaging the inner lumen. Probable cause of difficulty: based on the examination of the balloon's inner lumen, it was not possible to determine the exact reason for the encountered difficulty. The inability to advance the guidewire through the inner lumen indicated that the inner lumen &/or guideiwre may have kinked within the pt. It is possible that the tip of the iab was within a subtinmal space, that the tip lay against the arterial wall occluding the inner lumen, that the iab tip or inner lumen was temporarily occluded by clotted blood, or that a kink, possibly due to a severe vessel tortuosity, caused the reported difficulty. Finally, having the opportunity to examine the original guidewire may have provided some additional insight into the encountered difficulty.